Manufacturer narrative:
The product was discarded.

Event description:
The user facility reported that the drain broke during a procedure. The patient had to come back for an additional procedure to remove the drain. The patient did fine and there were no complications as a result of the second procedure to remove the drain.